Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Pump passed the dat test at 0.08760 inches. Unit received with cracked case on display window corners, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
A company representative reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. Blood glucose level at the time of the emergency room visit was 819 mg/dl. The previous day, the customer had a blood glucose level over 600 mg/dl. Caller stated that the customer was vomiting, had chest pains, and had difficulty breathing. Caller stated that the customer was taken to the hospital via ambulance. The insulin pump was not replaced or returned for analysis.